Event description:
It was reported that the pin jammed in the cut guide.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the device exhibits (nicks, scratches, gouges) across all surfaces and two pin holes appear heavily damaged. The overall length and width of the device were measured and found to be within print specification. Gage pins were used on the two pin holes and were found to not accept 3.25 mm gage pins. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends